Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) a benjanix y set in which a crack was detected. According to the report, a hair line crack was noticed on the check valve. This lead to backflow of blood from the patient`s port. The patient noticed this early due to excess of fluid on his clothes. The port needle had to be changed and the infusion continued with a new benja mix set. The event occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.